Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the ultrasound gastrovideoscope exhibited foreign material on the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's (lm) investigation. Based on the results of the investigation, the foreign material could not be identified. No abnormalities were found in or around the area where foreign matter was detected. The lm reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue the suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: chapter 5: safety in cleaning, disinfection, and sterilization 5.3 precautions for cleaning, disinfection, and sterilization warning the forceps trigger wire channel may not be cleaned and disinfected by the endoscope cleaning and disinfection device. If the forceps trigger wire channel cannot be cleaned and disinfected, clean and disinfect (or sterilize) it according to "chapter 7: cleaning, disinfecting, and sterilizing procedures¿. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.